Event description:
Ophthalmologist was in the process of injecting viscoat into the right eye, saw filament coming out of syringe into pt's eye. Removed as most of the 'filament' as possible. Md described 'filament' as about quarter inch long. Md concerned about potential infection. Diagnosis or reason for use: phacoemulsification of cataract with intraocular lens.